Event description:
While flushing the IV catheter after insertion, the nurse noted leaking where the catheter connects to the harder plastic. IV was removed and a new one was inserted.====================== health professional's impression======================malfunction====================== manufacturer response for closed IV catheter system, bd nexiva======================haven't heard back yet.